Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The video telescope was returned to olympus for repair with the customer's description "hand piece turns too tight". During the inspection the video telescope displayed a purple image and the fiber bonding at the distal end was found damaged. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The investigation at the service center confirmed the "tightness" in the rotation reported by the customer. This ¿tightness¿ is adjusted during the final assembly with the screws of the adjustment ring and also depends on the sealing rings under the handle. It is assumed that the sealing rings have settled over time and that the original adjustments were no longer given. This issue was attributed to wear and tear. Furthermore, the video telescope was found to display a purple image. This issue was traced back to a defective cable assembly and can thus be attributed to component failure. The service center also found the fiber composite of the optical fibers to be damaged which was most likely caused by improper handling and can thus be attributed to user error. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.